Manufacturer narrative:
E1: initial reporter phone and facility name: (B)(6).

Event description:
It was reported that the balloon has a visible pinhole. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.00mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon leaked gas from the tip of device. There was a visible pinhole and air holes noted on the balloon material and a hole in the outer shaft. The procedure was completed with another of the same device. No further complications were reported and the patient was stable following the procedure.